Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR:  a stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent row 1 the stent struts were opened, there was a kink in the distal section of the stent and some stent struts in the midsection of the stent were damaged appeared misaligned. The undamaged proximal crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section of the shaft polymer extrusion found no issues. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties and shaft kinked occurred. The target lesion was located in a coronary artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the device delivery shaft was kinked. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.